Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced repeated low-glucose alerts from the ilet bionic pancreas and treated a measured blood glucose of approximately 70 mg/dl with oral carbohydrates (pepsi, boost, orange juice), noting slower-than-expected rise and expressing dissatisfaction with the beeping and system learning behavior; no device component issues were identified and the device problem could not be characterized due to insufficient information. Symptoms included hypoglycemia without additional clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or lasting impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem remained unconfirmed with no device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.